Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an 87-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during the review of device data log and attributed to use of incorrect setting to view ECG signal. During the device evaluation, the device does detect an impedance using the electrode pads. However, the user is viewing in lead ii on the monitor instead of viewing the pads view. Therefore, the user would need to switch to the "pads" view to obtain an ECG signal via pads. An internal inspection of the device found no discrepancies. Therefore, the device was recertified and returned to the customer with incorrect setting/ user error. Analysis of reports of this type has not identified an increase in trend.